Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm that was unable to be cleared at an elevation of over 10,000 feet. The customer's blood glucose (bg) level was over 600 mg/dl, which was addressed with manual corrections. The following day, the customer was admitted to the hospital for diabetic ketoacidosis. Customer's bg meter registered a "high" reading; however, at the hospital, bg value was reported at 900 mg/dl. The customer was treated with intravenous drip of insulin. The customer was released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer. In addition, recommendation was made to consult with health care provider to discuss diabetes management.